Manufacturer narrative:
Smith & nephew have received duplicate reports related to this event and inadvertently submitted two mdrs for the same case (3005477969-2011-00173 + 3005477969-2011-00174). Please treat this report as the master case evaluation and 3005477969-2011-00173 as an erroneous duplicate.

Event description:
It was reported that the acetabular cup had changed orientation within 6 weeks of implantation. Femoral head remained implanted.

Event description:
It was reported that revision surgery was performed 6 weeks post-implantation due to the horizontal position of the cup and reported patient pain.